Manufacturer narrative:
Lot review: a review of lot# 3378796 showed 650 units were manufactured, tested, inspected and released in (B)(6) 2017 citing no exception documents.

Event description:
Complaint received regarding potential exposure to chemo, small chemo spill due to leakage at connection where blue chemo lock meets clear area. Gauze was being used during IV push so chemo was noted to have leaked onto gauze. Exposure to rn giving drug. No adverse patient/clinician consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3378796 showed (B)(4) units were manufactured, tested, inspected and released in january 2017 citing no exception documents.

Event description:
Complaint received regarding potential exposure to chemo, small chemo spill due to leakage at connection where blue chemo lock meets clear area. Gauze was being used during IV push so chemo was noted to have leaked onto gauze. Exposure to rn giving drug. No adverse patient/clinician consequences reported.